Event description:
It was reported that pump battery was not holding charge. There was no reported impact to the customer¿s blood glucose level. Customer declined contact from technical support, no further details were obtained, and customer was out of warranty and in process of obtaining new device, so technical support was unable to confirm reported battery issue.